Manufacturer narrative:
Additional information : imdrf annex a, b, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that a chemotherapy drug (cytarabine-ara-c) was infused over two hours instead of the programmed 24 hours (the entire bag was drained). The infusion was ran somewhere in the 11:00am to 1:00pm timeframe on (B)(6) 2021. The end user did not utilize the guardrails drug library and stated that the medication was not in the library. However, it was verified later on that the medication is listed in the guardrails drug library with an appropriate concentration options. Per customer's analysis of the alaris all infusion report, the infusion was stopped in the medication administration record (mar) at 1254 and the infusion rate was 20.9, which correlates with the intended infusion programming. There was patient involvement but no adverse reaction. The clinical manager stated that the clinicians like to give the chemotherapy over 24 hours so the cells can ¿bathe in the medication¿.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52 the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a chemotherapy drug (cytarabine-ara-c) was infused over two hours instead of the programmed 24 hours (the entire bag was drained). The infusion was ran somewhere in the 11:00am to 1:00pm timeframe on (B)(6) 2021. The end user did not utilize the guardrails drug library and stated that the medication was not in the library. However, it was verified later on that the medication is listed in the guardrails drug library with an appropriate concentration options. Per customer's analysis of the alaris all infusion report, the infusion was stopped in the medication administration record ((B)(6)) at 1254 and the infusion rate was 20.9, which correlates with the intended infusion programming. There was patient involvement but no adverse reaction. The clinical manager stated that the clinicians like to give the chemotherapy over 24 hours so the cells can ¿bathe in the medication¿.